Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "a loss of consciousness" and was unable to self-treat, requiring third-party administration of glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Visual inspection has been performed on the sensor plug assembly. Observed carbon print however, no bridging between contact points are observed and therefore has no impact to sensor functionality. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Communication was attempted between returned sensor and new unused reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "a loss of consciousness" and was unable to self-treat, requiring third-party administration of glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer experienced "a loss of consciousness" and was unable to self-treat, requiring third-party administration of glucose for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.